Event description:
On (B)(6) 2012, the patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. The patient had an excessive tortuous anatomy. During the procedure, the gore excluder aaa endoprosthesis featuring the c3 delivery system migrated 2cm above covering the both renal arteries. The physician explanted the device immediately. The patient tolerated the procedure. Further information was requested.

Manufacturer narrative:
Further information was requested. A review of the manufacturing records for the device is being conducted. Also were implanted rmt281412/(B)(4) and pxc unk/unk.